Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: 304 mg/dl (system 1), 320 mg/dl (system 1), and 129 mg/dl (system 2). It is unknown which test strip lot number was used for system 1.

Manufacturer narrative:
The patient was unsure if he was using strips from lot 101829, 101663, or 101987. All testing with the returned strips from lots 101829, 101663, and 101987 produced acceptable results.